Manufacturer narrative:
The report has been identified as b. Braun medical, inc. Internal report 400565973. The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: customer called to report having an issue with 35ml of a solution being mistakenly added to a freshly hung final container.

Manufacturer narrative:
Thie report has been identified as b. Braun medical, inc. Internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.